Event description:
The user experienced erroneous troponin I results for patient samples for approximately 12 patient samples. Of the data provided, the results for seven samples were discrepant. All results are in ng/ml. Sample 1 initial result was 25.00 twice with a data flag. The results with a 1:10 dilution were 80.0 and 77.9. On (B) (6) 2010, the sample was repeated twice with initial results of 25.00 with data flags. The sample was repeated with a 1:2 dilution with results of 47.76 and 49.26. The result from the beckman access analyzer was 26.01. Sample 2 results were 5.82 and 5.69 on (B) (6) 2010. The result from the beckman access analyzer was 7.64. Sample 3 results were 8.27 and 8.05 on (B) (6) 2010. The result from the beckman access analyzer was 10.57. Sample 4 results were 9.05 and 8.71 on (B) (6) 2010. The result from the beckman access analyzer was 11.54. Sample 5 result was 134.1 with a 1:10 dilution on (B) (6) 2010. The result from the beckman access analyzer was 86.66. Sample 6 results were 1.38 and 1.33 on (B) (6) 2010. The result from the beckman access analyzer was 3.37. Sample 7 results were 3.91 and 3.80 on (B) (6) 2010. The result from the beckman access analyzer was 12.73. No patients were affected as the samples were only run for comparison testing. The troponin I reagent lot number was 15738001. The user declined to have the field service representative check the analyzer as he was confident the issue was sample specific and not due to any analyzer malfunction.

Event description:
The facility representative reported that an intermate sv 100 device was missing the blue cap on the end of the tubing before use. No patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Samples were not available for further investigation. In addition, the calibration signals differed between the modules, therefore a customer specific reagent issue could not be excluded. No patient results from the e601 were reported outside of the lab, so no patients were affected.